Event description:
It was reported the patient presented to the hospital for pocket pain. During pocket revision lead dislodged and was removed. Device remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.